Event description:
It was reported that "after normal insertion inability of the intra-aortic balloon to fully inflate along its entire length. They verified the issue under x-ray ". To continue therapy another catheter was inserted into the same insertion site. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8.0fr ultra intra-aortic balloon catheter (iabc). The bladder was noted wrapped (or considered twisted) near the distal tip. Upon return, the one-way valve was tethered and connected to the short driveline tubing. The short arterial pressure tubing was noted connected to the iabc luer; blood was noted in the tubing. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0056in-0.0065in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Some blood was noted. The iabc was leak tested and during the leak test, the bladder did not fully inflate. The middle portion of the bladder had inflated but the proximal and distal portion of the bladder would not fully unwrap and was consistent with being twisted. No leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for the "inability of the intra-aortic balloon to fully inflate" is confirmed. During the investigation, the distal and proximal portion of the iabc bladder was noted twisted and the bladder would not fully inflate or unwrap during functional testing. Based on a review of the device history record (DHR) , the product met specification upon release; however, the specifications were not met during the complaint investigation due to the twisted bladder. The probable root cause of the complaint is manufacturing related. A corrective and preventive action (CAPA) has been initiated to further investigate the issue.

Event description:
It was reported that "after normal insertion inability of the intra-aortic balloon to fully inflate along its entire length. They ve rified the issue under x-ray ". To continue therapy another catheter was inserted into the same insertion site. The patient's current condition is reported as "fine".